Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A reset error alarm could not be tested due to the blank display. Corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump display was blank while attempting to clear an alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported.